Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box showed power on reset events on (B)(6) 2017. The battery compartment and cap were undamaged and no reboots occurred. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. No power interruptions occurred during the investigation. The pump cover was removed to find no moisture ingress or any intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The power complaint was unable to be duplicated. (B)(4).